Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a 570:320 failure code was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a failure code of 570:320. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.